Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error and damage. The customer's current blood glucose level was 6.5 mmol/l at the time of the incident. The customer reported second occurrence of the error and the backside of the insulin pump is cracked. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power error alarm noted during testing. Power error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, texture damage keypad overlay, cracked retainer, broken battery tube threads, cracked case behind the insulin pump at the corner of the belt clip rails, faded/stained/misaligned serial number label, and a minor scratched lcd window.